Event description:
Lead analysis was approved on (B)(4) 2013. An analysis was performed on the returned lead portions. The lead assembly (body) including the electrodes was not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy) was performed and identified the deposit as containing silicon, phosphorus, sodium, magnesium, potassium, zirconium, aluminum, sulphur and calcium. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified.

Manufacturer narrative:
Device available for evaluation, corrected data: the explanted device was returned; however, this was inadvertantly not included on previous mdrs.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
Follow up found that on (B)(6) 2013, the patient was seen in the office and the physician had it noted that the lead was to be replaced, but there was no indication of why. The programming history was not provided and no further information was available.

Event description:
Product analysis was performed on the explanted generator. ' results of diagnostic testing indicated that the battery status indicated ifi=no in the pa lab. The battery voltage was 2.922 volts (not at ifi) as measured during completion of test parameter 7.16.10.2 of the final electrical test. The data in the diagaccumconsumed memory locations revealed that 41.839% of the battery had been consumed. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned but did not cause or contribute to a death or serious injury. Age at time of event, corrected data: per follow-up with the physician, the high impedance was first observed on (B)(6) 2013. This report is being submitted to update the patient age at the time of the event. Date of event, corrected data: per follow-up with the physician, the high impedance was first observed on (B)(6) 2013. This report is being submitted to update this field.

Event description:
An implant card was received on (B)(4) 2013 indicating that the vns generator and lead were replaced due to the models being out of date on (B)(6) 2013. The lead impedance measurement on the new implants were not indicated.

Event description:
It was reported that a vns patient had a lead break and would be having revision surgery. The patient had full revision surgery on (B)(6) 2013. Good faith attempts were made for product return and at this time it has not been received. Good faith attempts are underway for further details about the reported event.